Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, system advisories displayed and no phacoemulsfication was experienced. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported sm [aspiration, phaco power, and vitrectomy cutting are unavailable] displayed. The company service representative suggested that this could have been a technique issue that may occur if the footswitch is depressed with the handpiece out of the eye. Unrelated to the reported events, the company service representative replaced a nonconforming backplane printed circuit board (pcb) that was damaged during the service being performed. The system was then tested and met all product specifications. The system was manufactured on june 16, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. While it is not entirely conclusive, a possible cause for the reported event of sm [aspiration, phaco power, and vitrectomy cutting are unavailable] being displayed include a technique issue of depressing the footswitch with the handpiece out of the eye. The system was found to meet specifications; therefore, the root cause of the reported event of the system having no phaco power cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).